Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A director of nursing reported that after intraocular lens (iol) implantation, patient complained of intolerable lens implant. The iol was explanted in a secondary procedure and replaced with another lens. Additional information was requested, but no further information is available.